Manufacturer narrative:
The unit was received with a cracked and bleeding lcd glass. The unit was unable to perfom functional tests including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, or excessive no delivery tests due to the display anomaly. The following damage was also noted: cracked end cap, scratched casing, minor scratches on the display window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer's son-in-law reported via phone call that the insulin pump kept alarming no delivery. The patient received one no delivery due to a bent infusion set cannula. The patient's blood glucose at the time of incident was 222 mg/dl. The caller declined troubleshooting for the recurring alarms. The insulin pump was returned for analysis.